Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The primary surgery of solar elbow was performed on (B)(6) 2015. Two years after the surgery, the loosening of the screw was confirmed. The revision surgery is not planned yet.